Manufacturer narrative:
Device evaluation: lens was returned dry in a case/vial with clear surgical residue on lens. Visual inspection found the haptic torn and broken. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.50 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting, elevated intraocular pressure (iop) and significant reduction of irido-corneal angles. The lens was not exchanged for another lens. The reporter indicated the cause of the event was unknown.